Event description:
Two months after surgery (07), the patient had pain and developed cellulitis and then noticed a bump which was getting larger. The screw was removed and there was copious drainage from the incision site. She still has joint pain and surgeon stated that it looked like there was some tunnel widening and he may need to do a bone graft. No other information is available.

Manufacturer narrative:
Product recall initiated 2007.